Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission: 05/08/2017 . Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: testing was unable to investigate the communication issue as the pump powered up to a blank screen. (Previously reported) . Black box and alarm history show ¿cs088¿ watchdog communication failure on (B)(6) 2017. The returned battery cap is undamaged and able to fit securely. Pump¿s cover was removed; moisture corrosion was found to the display screen flex/connector and to the pcb.